Event description:
Boston scientific received information that the patient with this pacing system developed an infection. The pacing system was explanted. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.